Event description:
While removing the ptca wire from the patient the nurse felt a snap and noticed that the wire had broken completely in half. The remaining wire was removed from the patient. There was no injury to the patient.